Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: stage 4 capsular contracture.

Event description:
Healthcare professional through regulatory agency reported "folds, ripples, and rotations", ¿stage 4 capsular contracture", "deformed" and "painful to the touch". This record is for the left side. Device was explanted. It's unknown if the device will be returned.